Event description:
On (B)(6) 2014, an aortic valve replacement (avr) was performed for the treatment of a congenital bicuspid valve and this 23 mm trifecta valve was implanted. On an unknown date in (B)(6) 2017, an echocardiogram revealed severe aortic regurgitation. On (B)(6) 2017, a re-do avr was performed and the trifecta valve was explanted. Ex vivo, pannus was observed on the outflow side as well as circumferentially on the inflow side of the valve. Also, a non-coronary cusp was reported to be torn along the stent post from the side of right coronary cusp. A 23 mm carpentier-edwards perimount magna ease aortic heart valve was implanted. Per report, the surgeon alleged that as there was no confirmation of impeded mobility of cusps due to pannus formation, this incident was likely to be caused by intrinsic structural valve deterioration (svd).

Manufacturer narrative:
The results of the investigation concluded the valve contained circumferential fibrous pannus ingrowth, which narrowed the inflow diameter. The outflow surface of leaflet 3 also contained pannus, and a tear was present on leaflet 2. No acute inflammation or significant calcifications were found. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest that the cause of the pannus or tear was due to an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. A cause for the reported event remains unknown.